Event description:
Per oos, this rv lead had pulled completely back. The physician could not get the screw to come back into the lead tip completely. The lead was removed. A new linox sd 65/18 was implanted.